Event description:
It was reported that a pt underwent a two-level x-stop procedure at levels l4/l5 and l5/s1 on (B)(6)2010. Postoperative x-rays confirmed that the spinous process fracture occurred when the two devices were placed at adjacent levels. Subsequently, both devices were removed on (B)(6)2010. The pt status was reported to be good. No additional information was reported.

Manufacturer narrative:
Device was not returned; followed up company rep.